Event description:
It was reported the customer attempted to deliver a bolus but the pump did not complete the bolus. Additionally, the customer's cartridge became disengaged without user interaction. Customer's blood glucose was 235-432 mg/dl. Customer declined troubleshooting with tandem technical support and reverted to manual injections for alternate insulin therapy.